Event description:
The facility representative reported a colleague infusion pump with 500:320:654:0000 which was confirmed during baxter service as being caused by the stop button sticking. This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary. This device utilizes user interface module master software (B) (4) colleague 2006. No additional information is available.

Manufacturer narrative:
(B) (4). The pump was reported with failure code 500:320:654:0000 was confirmed by a baxter service technician during evaluation and found to be caused by the stop button sticking. The pump head module keypad was replaced to fix the problem. The device was repaired/tested and returned to the customer within specifications. This issue is currently being investigated under CAPA-(B) (4).